Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Additionally, it was reported that the pump touch screen was unresponsive and that cartridges did not fit onto the pump. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.